Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer was not using sleep mode as designed for insulin delivery. Customer consumed carbohydrates to address bg. Customer will contact their health care provider regarding their sleep mode setting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.